Event description:
Reportedly re-occlusion of the target vessel and recurrent claudication after implant duration of one year. The stent was re-canulized and re-lined with a 7mm endovascular stent graft. Follow-up angiography showed occlusion was reduced to 0% with excellent flow.